Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported "swollen lymph nodes", "bothersome", "making her sick", "feels like she has cat toys in her breast", "pain", "crinkling", "uncomfortable", "headaches", "hives", "brain fog", "thinning hair", "swollen lips", "neuropathy", "problems sleeping", "joint pain", "cant swallow" and "tongue scalloping". This record is for the right side. The device remains impanted.